Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as the pad was very bunched up, all thermostats were discolored and bent. Two thermostats were completely bent in half. Leads were bent in half and out of place. Heater and harness wire was tangled up as well. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.

Event description:
Consumer stated that the switch shorted out.